Event description:
Complainant alleged that while attempting to treat a patient the electrodes were unable to adhere to the patient's skin. Complainant indicated that the patient subsequently expired; however, it was not related to the reported malfunction.

Manufacturer narrative:
Zoll medical corporation has not received the product for eval, and this complaint is still under investigation.